Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a #208 flow alarm occurred on a novalung console during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. No flow was displayed on the screen when this occurred. It was unknown how long into the treatment this occurred. The alarm was confirmed to be related to the CAPA that was opened for flow measurement issues. There were no visual defects noted on the console, the flow sensor, the sensor box, or any of the connected cables. The serial number for the sensor box was reported to be (B)(6). The alarm disappeared after the device was restarted. There was no patient injury or harm due to the event. A sample was not available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned for evaluation. Therefore, the reported failure pattern could not be reproduced. The problem can be understood from the available information and the machine files do not contain any information about the cause of the problem. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. The reported event can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). Investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. Since no parts were returned for evaluation, a definitive cause of the described problem could not be determined. A CAPA was opened to address this issue.

Event description:
It was reported that a #208 flow alarm occurred on a novalung console during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. No flow was displayed on the screen when this occurred. It was unknown how long into the treatment this occurred. The alarm was confirmed to be related to the CAPA that was opened for flow measurement issues. There were no visual defects noted on the console, the flow sensor, the sensor box, or any of the connected cables. The serial number for the sensor box was reported to be (B)(6). The alarm disappeared after the device was restarted. There was no patient injury or harm due to the event. A sample was not available to be returned for evaluation.